Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 22 mg/dl. The customer stated that she had bad test strips and was getting false blood glucose readings. The customer also stated that she was giving herself insulin to cover what she thought was high blood glucose, but was causing her blood glucose to drop. The customer also stated that she was unconscious when taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.